Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) after a diagnostic procedure. A femoral angiography was performed which showed the arteriotomy to be in the common femoral artery which was "determined to be of good caliber" and "severely calcified". The physician reported that he inserted the device at a 45 degree angle, but encountered difficulty with insertion. There was good pulsatile marker flow. The foot and needles were deployed. It was reported that upon needle deployment, the physician felt that "the device had pushed away from the wall of the artery". Upon suture retrieval, a bilateral cuff miss was noted. The lever of the device was returned to its original position for device removal. It is unknown if the foot parked. The physician was unable to remove the device at this time and fluoroscopy showed that the device had broken. The device handle with foot attached was removed from the patient's artery with the sheath remaining intra-luminal. Manual compression was held on the site and hemostasis was maintained. The patient was sent to surgery for removal of the device sheath and arterial repair. In surgery, it was discovered that the posterior wall of the patient's artery had been perforated. The surgeon removed the retained device and performed a bypass graft and endarterectomies of the cfa and the sfa along with a graft of the cfa to the profundus of the femoral artery. The estimated blood loss for surgery was reported to be 700 cc. The patient was discharged five days later. There was no report of further adverse patient sequelae.